Manufacturer narrative:
The patient's prior stroke is reported within MFR. Report number 2916596-2019-04650. Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient suffered an ischemic stroke on (B)(6) 2019. A head CT scan confirmed the stroke. The patient underwent a thrombectomy of the right common carotid and right middle cerebral artery at the time of the stroke due to the patient's prior stroke. The patient suffered severe debilitations and was unable to be extubated.